Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the rise in temperature could not be confirmed. Based on the investigation detail, a possible cause for some overheating was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.